Event description:
It was reported that the patient felt light headed and sustained a head wound. The patient felt light headed again and presented to the facility. The device was interrogated and noted the lead had high pacing threshold, high impedance, oversensing, and pacing and sensing failure, and a lead warning. Lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).